Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that the pacemaker and right ventricular (rv) lead exhibited high out of range pacing impedance measurements of greater than 3000 ohms along with oversensing of noise that led to pacing inhibition. A lead fracture was suspected but not confirmed via x-ray or fluoroscopy. Subsequently a revision procedure was performed. Upon pocket opening the physician did not visualize a fracture. The lead was surgically abandoned and successfully replaced. The pacemaker remained in service and no additional adverse patient effects were reported.